Event description:
It was reported that a malfunction occurred with the pump. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.